Manufacturer narrative:
Additional information: g4 correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied on the stomach during an open esophagectomy, it was partially fired and cut tissue. The black firing knob moved an inch on the third fire, then it stopped. Upon pushing the black knob further, the stomach was pushed out of the jaws of the stapler. The stapler was then opened to find that it only fired/cut 1 inch; the staple line did not fire the full length of the reload , only 1 inch. It was complete, but only fired an inch. After that, they opened a new stapler and placed the jaws of the device on the stomach tissue attempting to fire but the same problem happened. The surgeon opened and used a different devices to complete the case. There was no patient injury.